Event description:
Il gem 4000 po2 malfunction appears on the corrective action report immediately following the running of a questionable pt sample. Iqm has 2 modes on/off. The default set up is off. This is how the MFR set up our instrument. If iqm is turned on, the test takes 3 mins. If there is a po2 sensor error, a flag will be displayed with the result and a warning message pops up stating that the last po2 result is questionable. If iqm is turned off, the test takes 90 secs. The result is displayed without a warning, but a dialog box will pop up after iqm is run to warn the operator that the result is questionable and in our system which is set up for auto-verification. The only choice provided to the operator is to accept the questionable result. The questionable result then populates the pt's record with no warning that the result is questionable.